Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Visual inspection revealed that at 55cm from the strain relief, the hypotube was separated. There were numerous kinks to the hypotube of the device. Microscopic inspection revealed no further damage or irregularity. There was blood in the hub, inflation lumen, guidewire lumen and the balloon. There was contrast in the inflation lumen and the tightly folded balloon. Product analysis failed to confirm the reported event as during functional testing the balloon inflated to rated burst pressure and deflated with no issue or irregularity.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that inflation failure occurred. The 90% stenosed, 30mm in length target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.75mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during second inflation at less than 20 atmospheres, the balloon failed to inflate. The device was completely removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, returned device analysis revealed a hypotube break.